Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss, suture malposition and difficulty closing the foot could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event - estimated.

Event description:
The study aimed to examine cases of hemostasis failure when using perclose prostyle and to clarify precautions for its use. The article reported malfunctions such as the knot was lodged in superficial fascia or the inguinal ligament [suture malposition], the needle failed to penetrate [cuff miss] due to calcification, the footplate could not be closed and the device was removed without closure. There were no reported adverse patient effects. Due to the device failures, the devices could not be used for closure/ to achieve hemostasis, therefore, surgical intervention was required. The study concluded that emergency cases, long skin-to-vessel distances, high bifurcation, and anterior wall calcification were suggested to increase the risk of hemostasis failure. In cases where the footplate cannot be closed, careful handling is required to avoid forced removal. Additional information can be found in the article titled "a study of six cases of hemostasis failure using perclose prostyle."